Event description:
The account alleged that the side rail latch was stuck open and would not latch. No injury reported.

Manufacturer narrative:
The side rail latch was removed, cleaned and lubricated by the technician to resolve the issue.